Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The intra-procedural images were not available to be reviewed by edwards lifesciences. In this case, the cause of the reported partial occlusion of the left main coronary artery and progression to asystole cannot be confirmed. It is possible that the displacement of some calcium deposit caused or contributed to the event. It was also reported that after apex closure the patient went into right side heart failure which in combination with the patient¿s advanced age (90 years), co-morbidities, and procedural factors (coronary occlusion) may have contributed to the patient¿s demise. There was no allegation of device malfunction. There is no indication that an autopsy was performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to the edwards lifesciences field clinical specialist, this patient had a 19mm edwards lifesciences perimont 2700 that was implanted in 1999 with an inner diameter of 17mm. A 23mm sapien valve was introduced and placed across the aortic bioprosthetic valve via transapical approach. The sapien valve was deployed and placed at intended position (60:40 ventricular), with no perivalvular leak (pvl) and trace aortic insufficiency (ai) after deployment. The sheath was removed and the apex was closed. About 5-10 minutes after closure, the patient¿s systolic and diastolic pressure slowly began to drop. Pressors were then given to increase pressure and an iabp was then used to provide additional hemodynamic support. The team then checked both the right and left coronaries for flow, and it was thought that the left main coronary might be partially occluded, so they ballooned and stented the left main. After stenting, the left main appeared to be patent. The patient still needed support, but was stable. It was decided to keep the patient on iabp for hemodynamic support. The patient was then transferred to cticu. Shortly after arrival in the cticu, the patient went asystolic and expired. The physicians don't believe that the possible left main coronary occlusion was the root cause. The patient went into right sided heart failure after apical closure.